Event description:
The customer reported erratic accutni results on two patient samples generated on their access 2 analyzer. The results were not reported out of the laboratory; hence patient's treatment was not impacted by this event. Patient #1: initial draw generated result of 0.58 ng/ml and upon retest results of 0.86 ng/ml and 0.23 ng/ml were obtained. The patient was redrawn 90 minutes later and a result of 1.89 ng/ml was obtained and upon repeat a result of 0.03 ng/ml was generated. Patient #2: initial draw generated result of 0.2 ng/ml and upon repeat a result of 0.2 ng/ml was also obtained. A second draw was performed 6 hours later and result of 0.63 ng/ml was obtained, and upon retest of the second sample a result of 0.14 ng/ml was obtained. The customer uses lithium heparin gel separator tubes (13 x75mm) and centrifuged at 3500 rpm for 5-10 minutes at room temperature. The samples are inverted immediately after collection 8-10 times. The customer stated that these samples were "normal" in appearance. The customer stated that 3 of the 4 samples were full draws. Customer technical support requested the customer to run system check and precision run. The customer agreed to fax in data for review including: active calibration, qc data, system checks and tray reports of discrepant results. On (B)(6) 2012, system check was performed and results were acceptable. On (B)(6) 2012, successful calibration was also performed. The customer provided qc data indicating they run a biorad low level control and recovery has been within range since this calibration, 14 data points. The customer also runs level 3 biorad control and recovery has been out of range low 4 of the 19 data points since this calibration. The customer's level 3 qc range is set with 1sd = 5.5% of their established mean, which is somewhat tighter than typically seen with immunoassay qc performance. A wider qc range would allow for a more realistic performance perception of qc recovery and would bring qc values into within 2 sd of their established mean. Archive data analysis reveals a precision run was performed for troponin and tsh on (B)(6) 2012, ten (10) points for each assay were measured. Precision passed for tsh with a mean of 2.525, an sd of 0.09 and a %cv of 3.60. Precision for troponin was suspect, as the first troponin replicate was significantly greater than the next 9, with rep 1 = 0.06 and the following 9 were = 0.02. This generated a mean of 0.024, an sd of 0.01 and a %cv of 52.7. All questioned troponin results, including the precision run and patient results were generated on the same reagent pack, sn (B)(4). This pack was in use from (B)(6) 2012-. No other troponin packs were used during this time.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer was on site and adjusted/aligned the pipettor to the reagent carousel and the rv shuttle. The fse also adjusted the ultrasonic voltage and the mixer speed and luminometer. Although hardware is the likely cause of the event, a definitive failure mode cannot be determined since multiple alignments and adjustments were performed.